Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during a procedure at the user facility the blade locking mechanism of the micro reciprocating saw fell apart. Nothing entered the surgical site. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.